Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿note: "not working", error log shows 240.4150 - bottle side pressure sensor errors. Sent to ce support for repair note: this was just sent to ce support for repair and error occurred again! Please replace sensors or send to vendor for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: "this unit came in with a reported channel error, but I was unable to get the device to give any errors at all. I checked its analog sensor values, and they were all within the range set by the manufacturer. The device calibrated with no issues, and I ran it through an infusion of 100 ml of distilled water with no problems. The only issue I could find was in the error logs. The device was recording a pressure sensor error around once a week, which means the pressure sensors are starting to reach the point of inoperability. I replaced both the upstream and the downstream pressure sensors, recalibrated the unit, and ran it through all of its pm tests. I could find no other problems with the device." Reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿